Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery enhanced delivery system was to be implanted to treat a stone during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure on (B)(6) 2025. During the procedure, axios stent was fully deployed but did not open. The procedure was completed using the original method/device implanted, despite the deployment issue. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was indicated to be used to treat stones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be used to treat stones or for use during an edge procedure.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery enhanced delivery system was to be implanted to treat a stone during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure on (B)(6) 2025. During the procedure, axios stent was fully deployed but did not open. The procedure was completed using the original method/device implanted, despite the deployment issue. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was indicated to be used to treat stones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be used to treat stones or for use during an edge procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11 an axios stent and electrocautery enhanced delivery system was returned for analysis. A visual examination of the returned device revealed that the stent was fully covered and remained undeployed. Bumps were noted on the outer sheath. Additionally, the catheter was found unlocked; the catheter lock could be moved by sliding it to the right, and the catheter control hub was able to move up and down. The catheter passed through the luer with resistance. The stent hub was moved down to the second and fourth positions; however, the stent could not be deployed. Functional testing was performed, and the stent deployment could not be achieved under normal operating conditions. Microscopic examination was performed, and no additional anomalies were observed. No other damages were noted to the stent and delivery system. Product analysis cannot confirm the reported event of stent failure to expand. The stent return fully cover and undeployed. Taking all available information into consideration, the investigation findings did not lead to a clear conclusion, there is not enough evidence to determine whether the reported event was due to the physician device manipulation during the procedure or related to a device malfunction. Therefore, cause not established was selected as the most probable cause. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labelled indications. The stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be used to treat stones; however, it was reported that the axios stent was indicated to be used to treat stones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.